Event description:
Customer reports pt with anti-e was not reactive with certain cells (cells no. 6-10) of 0.8% resolve panel a lot 8ra168. No death or serious injury was associated with this incident.